Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experienced high blood glucose. Blood glucose level at the time of the incident was 566 mg/dl. Customer had symptoms related to their high blood glucose was weakness. Auto mode feature was active at the time of high blood glucose event. Customer declined to troubleshoot for high blood glucose. Customers last blood glucose reading was above 500 mg/dl. The insulin pump will not be returned for analysis.